Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The foot pedal assembly was heavily contaminated with a brown and white matter. A functional evaluation was performed. The foot pedal leaks air. The foot pedal does not de-pressurize the device. The reported complaint was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded that this was a repeat issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider 2 was having vacuum problems in the pedal area. The device's arm moves with difficulty and there is a leak noise in the pedal. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.